Event description:
During the middle of a therapeutic guide sheath procedure, a part of the biopsy valve dropped into the patient's trachea. The part was retrieved with grasping forceps and the procedure was completed with a similar device. The procedure was prolonged about 15 minutes to retrieve the part. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that part of the biopsy valve was damaged and broken. The broken piece was returned and matches the damaged part of the biopsy valve. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was a component failure of the biopsy valve and the cause of the damage may be that the insertion and removal of the instrument was done at an angle, making it heavier and causing damage. The instructions for use (IFU) cautions "angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.